Manufacturer narrative:
The nc solarice device is considered to be the same as nc euphora with the exception of a different brand name and minor differences in the labeling product analysis summary: a kink was evident on the hypotube immediately distal to the strain relief. The device returned with blood visible in the balloon and inflation lumen. The balloon folds were open. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a pinhole burst on the balloon working length. The balloon material was protruding outwards at the burst site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one nc solarice rx ptca balloon catheter to treat a lesion in the mid rca. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Excessive force was not used. It was reported that there was a difficulty inflating the balloon during the procedure. The balloon partially inflated. The procedure was completed using another medtronic balloon with same size and reference number. No patient injury reported. The physician assessed that the event was device related.